Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with cracked on right plunger case and battery door. Event history log review was performed and found pressure increase check infusion line alarm. Visual inspection and occlusion test and check the reading of force sensor were performed. Investigation unable to duplicate the customer reported problem, the pump occluded when the pressure is building up, and all the force reading within the required specs. However, service's replaced damaged top and bottom cases, right and left plunger cases and power supply shield. Service's also replaced worn barrel rod and barrel tapered spring, upgraded the motor mount, cleaned, greased and calibrated the device, performed power up process, occlusion test and all functional tests which passed. No problem found; pump operated as intended.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited "occlusion error". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.